Event description:
A third-party service agent contacted physio-control to report that their device was connected to defibrillation electrodes, and would not provide defibrillation shock. As a result, therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The third-party service agent performed other unrelated repairs, and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their device was connected to defibrillation electrodes, and would not provide defibrillation shock. As a result, therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.